Event description:
It was reported that during prep of the procedure, the port was flushed prior to insertion and the needle was straightened; however, the port allegedly tore and broke. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one powerport isp m.r.I. With 6 fr s/l polyurethane catheter kit was returned. A visual and functional evaluation was performed. The port was noted with what appears to be a slash or cut to the septum. The surface was evaluated and revealed sharply formed fracture edges. The fracture surface was planar shaped and smooth. Therefore the investigation is confirmed for the reported broken port septum. Per the reported event details, the nurse flushed the port before insertion into the patient. Reportedly, the needle straightened and the port tore and broke. It is likely that procedural factors contributed to the reported event. However, as the flushing needle was not returned for full evaluation along with the port, a definitive root cause could not be determined. It is unknown if other factors contributed to the reported event PMA/510k. Event, device evaluated by MFR, (results 1, conclusion 1).

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during prep of the procedure the port was flushed prior to insertion and the needle straightened and the port broke. Another device was used to complete the procedure. There was no reported patient injury.